Event description:
It was reported that this pacemaker entered into safety mode after a magnetic resonance imaging procedure. The pacemaker was recommended to be explanted. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device case and header noted no anomalies. Interrogation of the device confirmed it was operating in safety mode. Data review revealed an error code had been recorded. The device case was removed to facilitate inspection of the internal components and further testing. Internal visual inspection noted a breach in the battery case and that a small amount of electrolyte had leaked into the insulated area surrounding the battery. As the outer titanium case of the device remained fully hermetically sealed, the escaped electrolyte fluid remained contained within the device itself and was not exposed to patient tissue. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Analysis determined the error code and resultant safety mode were most likely due to the weld breach of the battery case which degraded the battery. However, analysis of the battery could not determine how the breach in the battery case occurred.

Event description:
It was reported that this pacemaker entered into safety mode after a magnetic resonance imaging procedure. The pacemaker was recommended to be explanted. The pacemaker was explanted, replaced and has been returned for analysis. No additional adverse patient effects were reported.